Event description:
I used renu contact lens solution and suffered red eyes, itching, and permanent scarring of my corneas. It am presently taking medication to alleviate corneal scarring, but my vision is worse and, according to my dr, might not ever improve greatly. Dates of use:2005- 2006. Diagnosis or reason for use: to clean contact lenses. Event abated after use: no.